Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method - the actual product involved with thd incident reported will be returned. No product evaluation can be performed. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. No inventory available for the lot reported. Needle supplier, which is our customer as well, as contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lot reported. Supplier confirmed that no ncrs were generated as part of the manufacturing process for two needle lots involved, however for one needle lot, it was informed that a 100% inspection was performed for a damage tip no other deviations were found. The needle supplier has been made aware of this complaint for a continued investigation.

Event description:
It was reported that during an unknown procedure, the suture broke away from the needle, this happened 3 times, and later the needle broke. It was not reported how many devices were involved or how was the procedure completed. It was not reported if there was adverse consequence to the patient. (B)(4).